Event description:
Account reports, an rn was stuck by an autoshield pen needle. Pt has hepatitis b.

Manufacturer narrative:
Product has been discarded; no product return is anticipated. Lot number is unk; unable to perform device history review. Sales rep received a preliminary report on 1/23/2008, but was unable to verify info until 02/8/2008. Possible that needlestick occurred with one of the rns who had not attended advanced training. Follow up being conducted with account to verify if training and re-inservicing is needed. Regulatory compliance will continue to monitor.